Manufacturer narrative:
Additional information was provided that the customer could rule out handling issues with the pre-clean solution, therefore this root cause was unlikely.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 29.97 pg/ml and was released outside of the laboratory. Another sample was sent to the laboratory later in the evening and was tested early on (B)(6) 2016 and the result was 8.11 pg/ml. The first sample was then repeated and the result was 7.62 pg/ml. Additional results of 9.27 pg/ml and 9.15 pg/ml were provided, but it was unclear which sample these results were from. The technician contacted the clinician and issued an amended report. The patient was not adversely affected. The reagent lot number was (B)(4) . The expiration date was requested but it was not provided. The following day the customer repeated all samples for troponin t that had come in overnight on another instrument and all of the results repeated ok. The customer visually inspected the first sample and could not see any clots or fibrin and found there was plenty of serum in the tube. Based on the information provided, a clear root cause could not be identified. A "pre-clean short alarm" occurred at the time of false result which might give an indication for the issue. As the same sample gave a plausible result using the same reagents on the same analyzer, general reagent and instrument issues could be excluded. A pre-analytical issue was possible.